Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) for a biliary stone lithotripsy, the control pipe at the proximal end of the subject device was broken while the users were attempting to close its basket around the stone. The users reportedly used an uncertain emergency handle and tried to crush the stone, however, the basket wires of the subject device broken again. It was reported that the user finally complete the procedure by using the emergency handle again. The basket wires reportedly could be removed from the patient after an endoscopic sphincterotomy (est). There was no report of patient injury regarding this report.

Manufacturer narrative:
Olympus (B)(4) followed up with the user facility to obtain additional information regarding this report without success. The subject device referenced in this report was not returned to omsc at present for evaluation. However, there were no abnormalities related to the breakage in the device. Omsc concluded that the cause of the breakage was likely due to the hardness and the size of the stone. The device instruction manual warns users that "a lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as emergency measure." This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This supplement report is being submitted to provide the device evaluation report. The device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the operation wire broke at the junction with the operation pipe. The operation wire also broke at about 900 mm from the distal end of the basket. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. The outer diameter of the operation wire and basket wire are within standards. The basket was deformed. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.